Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.

Event description:
Pt's mother reported, the infusion set to the infusion device is leaky between the soft cannula and the self adhesive. Mother stated on (B)(6) 2011 at 11 pm, pt's blood glucose was 300 mg/dl. Pt's normal blood glucose level was not provided. Mother reported, pt administered a bolus, recognized the self-adhesive was wet, and then changed the infusion set completely. Mother stated, the pt was able to bring his blood glucose under control by himself. Mother reported, the pt disposed of the infusion set. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.